Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device eval, since it was no possible to fit an attachment onto the device. However, the bottom rotor bearing was stuck in the motor housing and the top rotor bearing was very hard to turn, which is a probable cause of overheating. The device will be repaired and returned to the user facility.

Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.